Event description:
During baxter's eval of a spectrum pump, it was discovered to falsely alarm for upstream occlusion.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The pump was found to falsely alarm for upstream occlusion. Eval found that the lower reading from the ultrasonic sensor was below spec. The unit will be calibrated per baxter's service procedure.